Manufacturer narrative:
A boston scientific technical services consultant discussed the mv response to signals on patient's chest from the recovery equipment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone an ablation procedure during which the device was programmed to dddr mode and minute ventilation (mv) was programmed on. Following the procedure, device function was normal. However, in the recovery room, the pacing rate increased to 120ppm and then the rate decreased. The physician programmed off mv. No adverse patient effects were reported.